Manufacturer narrative:
One device was received for evaluation. Visual inspection found a cracked plunger case. Upon functional testing there was no evidence of a hardware issue that could contribute to the reported primary audible alarm was found. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown.

Event description:
It was reported that the pump exhibited an auxiliary control unit watchdog failure. It is unknown if there was patient involvement, no adverse patient effects were reported.